Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report on (B)(6) 2013 the transmitter gave an out of range signal for about an hour.at the time of contact with dexcom technical support, the device was not giving the out of range signal.